Event description:
It was reported that a patient enrolled in a study, died (B)(6) months after the implant of the implantable cardiac defibrillator (ICD). The causes and circumstances of the death are not available. The patient was not in the study hospital at the time of death. No autopsy was performed.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.